Event description:
Same case as 6000093-2006-02420, 6000093-2006-02421 and 6000089-2006-02474. It was reported by a consumer that after a coronary artery drug eluting stenting treatment procedure the pt experienced several adverse events. The pt had four taxus express2 drug eluting stents (des) implanted (3.00 x 24mm, 2.50 x 20mm, 3.00x20mm and 2.50x12mm). Vessel location and target lesion characteristics not reported. Two days after the procedure, the pt experienced vomiting and passed out. The pt was hospitalized for three weeks and "diagnosed with syncope due to vomiting and decreased heart rate." Approx one month later the pt reported "to have had a stroke and was in a nursing home for rehabilitation." Approx three months later the pt reported experiencing hair loss which is now returning. Additionally, the pt reported that she began to experience "difficult swallowing and breathing three months after stent placement. She continued to have difficulty swallowing and reports occasionally having a voice change when speaking that is similar to frog in her throat." Further info had been requested but none has been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The mfg records for top assembly batch 7344497 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.